Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer experienced an elevated blood glucose (bg) level of 543 mg/dl. A correction bolus was delivered to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.